Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2105320) on 23-mar-2021. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced myalgia ("intense muscle pain"), neck pain ("neck pain"), fatigue ("major fatigue"), muscle atrophy ("muscle atrophy"), muscular weakness ("difficulty carrying a handbag or a pot of water"), disturbance in attention ("concentration [and memory] disorder") and memory impairment ("[concentration and] memory disorder"). On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 4 years 9 months after insertion of essure. On an unknown date, the patient experienced metal poisoning ("chromium level (tissue in contact with implant) right tube: 14.25g/g dry weight, left tube: 17.29 g/g dry weight"). Essure was removed on (B)(6) 2018. The reporter provided no causality assessment for metal poisoning with essure. The reporter considered disturbance in attention, fatigue, medical device removal, memory impairment, muscle atrophy, muscular weakness, myalgia and neck pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 52 kgs. Laboratory test - on an unknown date: tissue levels in fallopian tubes, by inductively coupled plasma mass spectrometry: right tube: chromium (tissue in contact with implant): 14.25 g/g dry weight; chromium (proximal segment): 1.59 g/g dry weight; chromium (distal segment): insufficient quantity. Nickel (tissue in contact with the implant):3.20 g/g dry weight nickel (proximal segment): 0.09 g/g dry weight; nickel (distal segment): insufficient quantity. Tin (tissue in contact with the implant): 60.94 g/g dry weight; tin (proximal segment): 2.63 g/g dry weight; tin (distal segment): insufficient quantity. Left tube: chrome (tissue in contact with the implant): 17.29 /g dry weight chrome (proximal segment): 4.06 g/g dry weight; chrome (distal segment)2.54 g/g dry weight. Nickel (tissue in contact with the implant):0.84 g/g dry weight. Nickel (proximal segment):0.30 g/g dry weight; nickel (distal segment):0.28 g/g dry weight. Tin (tissue in contact with the implant): 13.14 g/g dry weight. Tin (proximal segment): 7.30 g/g dry weight. Tin (distal segment): 2.21 g/g dry weight. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 23-mar-2021. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced myalgia ("intense muscle pain"), neck pain ("neck pain"), fatigue ("major fatigue"), muscle atrophy ("muscle atrophy"), muscular weakness ("difficulty carrying a handbag or a pot of water"), disturbance in attention ("concentration [and memory] disorder") and memory impairment ("[concentration and] memory disorder"). On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 4 years 9 months after insertion of essure. On an unknown date, the patient experienced metal poisoning ("chromium level (tissue in contact with implant) right tube: 14.25 g/g dry weight, left tube: 17.29 g/g dry weight"). Essure was removed on (B)(6) 2018. The reporter provided no causality assessment for metal poisoning with essure. The reporter considered disturbance in attention, fatigue, medical device removal, memory impairment, muscle atrophy, muscular weakness, myalgia and neck pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Laboratory test - on an unknown date: tissue levels in fallopian tubes, by inductively coupled plasma mass spectrometry: right tube: chromium (tissue in contact with implant): 14.25 g/g dry weight; chromium (proximal segment): 1.59 g/g dry weight; chromium (distal segment): insufficient quantity. Nickel (tissue in contact with the implant):3.20 g/g dry weight; nickel (proximal segment): 0.09 g/g dry weight; nickel (distal segment): insufficient quantity. Tin (tissue in contact with the implant): 60.94 g/g dry weight; tin (proximal segment): 2.63 g/g dry weight; tin (distal segment): insufficient quantity. Left tube: chrome (tissue in contact with the implant): 17.29 g/g dry weight; chrome (proximal segment): 4.06 g/g dry weight; chrome (distal segment)2.54 g/g dry weight. Nickel (tissue in contact with the implant):0.84 g/g dry weight; nickel (proximal segment):0.30 g/g dry weight; nickel (distal segment):0.28 g/g dry weight. Tin (tissue in contact with the implant): 13.14 g/g dry weight; tin (proximal segment): 7.30 g/g dry weight; tin (distal segment): 2.21 g/g dry weight. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced myalgia ("intense muscle pain"), neck pain ("neck pain"), fatigue ("major fatigue"), muscle atrophy ("muscle atrophy"), muscular weakness ("difficulty carrying a handbag or a pot of water"), disturbance in attention ("concentration [and memory] disorder") and memory impairment ("[concentration and] memory disorder"). On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 4 years 9 months after insertion of essure. On an unknown date, the patient experienced metal poisoning ("chromium level (tissue in contact with implant) right tube: 14.25 g/g dry weight, left tube: 17.29 g/g dry weight"). Essure was removed on (B)(6) 2018. The reporter provided no causality assessment for metal poisoning with essure. The reporter considered disturbance in attention, fatigue, medical device removal, memory impairment, muscle atrophy, muscular weakness, myalgia and neck pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Laboratory test - on an unknown date: tissue levels in fallopian tubes, by inductively coupled plasma mass spectrometry: right tube: chromium (tissue in contact with implant): 14.25 g/g dry weight; chromium (proximal segment): 1.59 g/g dry weight; chromium (distal segment): insufficient quantity. Nickel (tissue in contact with the implant):3.20 g/g dry weight; nickel (proximal segment): 0.09 g/g dry weight; nickel (distal segment): insufficient quantity. Tin (tissue in contact with the implant): 60.94 g/g dry weight; tin (proximal segment): 2.63 g/g dry weight; tin (distal segment): insufficient quantity. Left tube: chrome (tissue in contact with the implant): 17.29 g/g dry weight; chrome (proximal segment): 4.06 g/g dry weight; chrome (distal segment)2.54 g/g dry weight. Nickel (tissue in contact with the implant):0.84 g/g dry weight; nickel (proximal segment):0.30 g/g dry weight; nickel (distal segment):0.28 g/g dry weight. Tin (tissue in contact with the implant): 13.14 g/g dry weight; tin (proximal segment): 7.30 g/g dry weight; tin (distal segment): 2.21 g/g dry weight. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.